Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-21691. It was reported the patient (B)(6) experienced ineffective low back stimulation. Diagnostics indicated two low impedance values. Reprogramming was unsuccessful. Subsequently, surgical intervention took place to explant the ipg. The leads and anchors remain implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.